Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, it was noted that the right atrial lead had blood under the insulation of the lead. The lead was implanted successfully and will be monitored. The patient was stable